Event description:
Account reports incidents in the nicu in which the device is noted to be "leaking" during lipid infusions into central lines using co's 8200 pump. No pt injuries reported but account concerned about potential. Device change only intervention.

Manufacturer narrative:
Evaluation: customer returned 4 used samples. Samples pressure tested underwater with 8 psi or air and leakage noted at the y-junction due to an insufficient solvent seal. Further evaluation of customer samples has identified the cause of tubing/component leakage to be inadvertent operator manipulation of uncured solvent joints during assembly. Actions have been implemented which include a bill of material change requiring each assembly to be solvent bonded into two sub-assemblies and held for a minimum of 8 hours prior to solvent bonding to the final assembly. This assembly procedure will allow the solvent joints to cure so that only a single bond is needed to complete the final assembly. In addition, the sub-assemblies and final assembly will be 100% inspected for leakage at 8 psi of air.